Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received inappropriate atp and hv therapies in response to atrial fibrillation. The patient presented to the hospital in an unconscious state with no response to external stimuli. An EKG indicated the patient was in atrial fibrillation with a rapid ventricular response and interrogation revealed the device was in backup mode, attributed to a high number of shocks delivered. A CT scan revealed a cerebral hemorrhage likely due to the atrial fibrillation. Device replacement is being considered due to the backup mode status, and the patient was discharged according to the family¿s wishes.